Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the faradrive steerable sheath did not pass through the transeptal. Crossing was attempted at least three times. No imaging difficulties noted. The puncture was on the fossa ovalis. The procedure was completed using another faradrive sheath. No patient complications occurred. The product is expected to return for analysis,

Event description:
It was reported that the faradrive steerable sheath did not pass through the transeptal. Crossing was attempted at least three times. No imaging difficulties noted. The puncture was on the fossa ovalis. The procedure was completed using another faradrive sheath. No patient complications occurred. The product was received for analysis.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the returned sheath revealed the dilator was still inserted, requiring the removal of the dilator to proceed with device analysis. Functional testing observed a successful engagement of the deflection mechanism, as the sheath was able to achieve and maintain its intended curvature. Device interactions between the sheath and its associated dilator were successful as the insertion of the dilator was observed to interface smoothly with the sheath. Microscopic inspections of the sheath and its dilator interface identified the sheath tip to be bulbous and the tapered edge of the sheath tip exhibited increased thickness of the black silicone material. These conditions of the tip produced a pronounced step transition at the distal interface, which would have impeded smooth insertion of the sheath with the dilator.

Manufacturer narrative:
Additional information was provided in section b3 date of event and b5 describe event or problem and h6 impact codes.

Event description:
It was reported that the faradrive steerable sheath did not pass through the transeptal. Crossing was attempted at least three times. No imaging difficulties noted. The puncture was on the fossa ovalis. The procedure was completed using another faradrive sheath. No patient complications occurred. The product was received and investigation is still in progress.